Manufacturer narrative:
A2. Median patient age at the time of surgery was 14 years. A3a. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B2. Other - one patient suffered pneumothorax caused by a screw. B3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. G4. 510(k) is unknown as product identifiers are unknown. H6. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Citation: henri sallinen, antti saarinen, arimatias raitio, matti ahonen, ilkka helenius. Title of the article "impact of segmental pedicle screw instrumentation on health-related quality of life in syndromic scoliosis: a retrospective case-control study". Doi 10 .2340/17453674.2025.44760 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿impact of segmental pedicle screw instrumentation on health-related quality of life in syndromic scoliosis: a retrospective case-control study.¿ the following medtronic devices were used: medtronic solera 6.0 and legacy 6.35. Among patients' adverse events/device performance issues included: 3 broken rods post-operatively at 2 years follow up and 1 broken screw post-operatively at 6 month follow up and misplacement of pedicle screw, screw removed intraoperatively. One patient suffered pneumothorax caused by a screw. No further information was provided pertaining to medtronic products.